Event description:
On 12/27/2024 infutronix received a report that a there was a leak coming from the side of the pump attached to the medicine bag. No other details provided. Patient involved but not harmed. IV set will not be returned.

Manufacturer narrative:
The affected administration set was not returned for evaluation. Infutronix requested that the device be returned on 12/27/23.